Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with white spots on main display. This condition has potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be missing pixels on the main display. To correct the condition, the color liquid crystal display (lcd) module was replaced. If any additional information is received, a follow-up MDR will be sent.